Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons are not responding. It was stated that the customer went to the gym but left the insulin pump in the locker. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.